Manufacturer narrative:
Investigation summary: since no product samples, pictures, or videos were received for investigation, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
A complaint was received with regards to a chemo lock bag spike with additive port, dry spike in which it was reported that there was a chemo spill on chemo lock bag spike from the IV solution sodium chloride bag. The patient involvement not reported.